Event description:
A biomedical technician (bmt) reported that two 0500318e dialyzers from lot # 25ku07020 showed a blood leak. Rga number 67915203 has been initiated for the part return. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.